Event description:
It was reported that during routine generator exchange that. Device interrogation revealed missing EKG strip on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
The reported event of unavailable egm was confirmed in the lab, however it is due to normal device function. Interrogation of the device revealed the device was at the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event is normal device function. No device anomalies were detected.